Manufacturer narrative:
Since the subject device has not been returned to olympus medical systems corp. (Omsc) for the evaluation, the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the examination lamp of the subject device didn't light up at the preparation for use. At the inspection for the repair, the service department of olympus (B)(4) (oekg) checked the subject device. There was no abnormality on the exterior and inside of the subject device visually. It was found the ignite board failure of the subject device which might be caused the reported phenomenon. There was no patient injury associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However based on the report of the service department of olympus europe se & co. Kg (oekg), omsc surmised there was the possibility this phenomenon was attributed to accidental failure of the power supply or the control device of the igniter board of the subject device. If additional information becomes available, this report will be supplemented.